Manufacturer narrative:
Upon follow up, it was further reported ¿the patient as connected, treatment ended and blood was returned¿. The device was not received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter name and address: phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismax machine, the device bolused the entire content of the heparin syringe. There was no report of patient injury or medical intervention associated with this event. No additional information is available.